Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). Part analysis: the report of the station offline, blank screen was confirmed during field service engineer testing. According to work order (B)(4), the field service engineer (fse) reported that mainstation would not power up on arrival and removed auxiliary from main station powered up. Troubleshot auxiliary down to 2.2 and 2.1 half height, smart drawer. Found pyxibus controller board leds dark. Logged into hta app ran final test on auxiliary half height 2.1 and 2.2. The test passed successfully. During dchu visual inspection the pcba, pn 151630 01 (sn (B)(6)) was received and showed no signs of physical damage, fluid ingress, loose or missing components. The dchu tests confirmed that the board has a blown fuse. The measurement result with the dmm was ol (over limit). Based on these results, the hardware test application was not necessary because the issue was confirmed during the laboratory inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: the root cause was identified as blown fuse (f201) caused by excessive electrical current, which caused the pcba to stop functioning and led to a system malfunction.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary was offline with a blank screen. As per part investigation, it was determined that the board had a blown fuse and the measurement result with the dmm was over limit. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was offline with a blank screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxibus controller board in the auxiliary half-height drawers 2.1 and 2.2 had failed. A field service engineer verified the customer issue and found that the main station would not power on. The engineer removed the auxiliary from the main station, which then powered up. Troubleshooting isolated the issue to auxiliary drawers 2.1 and 2.2, where the pyxibus controller board light emitting diodes were dark. The station was restarted, and the auxiliary drawers were tested in the hardware test application. All drawers and slides were verified to be working properly, and the customer confirmed successful operation. The engineer performed proactive maintenance, including cleaning dust under the top cover, checking connections in the electronics drawer, and reseating cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was offline with a blank screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.